Event description:
On (B)(6)2004- patient underwent right upper quadrant abdominal hernia repair with mesh implant. On (B)(6)2007- patient underwent surgery for hernia recurrence and another mesh patch was implanted. At the time of the implant, the previous mesh was reported by the patient to have been "ruptured and broken down." The patient is requesting information concerning this matter.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.